Event description:
It was reported that the patient was admitted to the hospital and was diagnosed with diabetic ketoacidosis and circulatory failure. The patient fell down and gashed their head. The patient passed away at the hospital. The patient passed away 11 days after going to the hospital. No further details to report.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization, death and diabetic ketoacidosis. No lot release records were reviewed, as the product lot number was not provided.